Event description:
Report received of an underdelivery. The customer contact indicated that the event was the result of an error in programming the device. In 2003, the pump was delivering 25,000 units of heparin in 250ml at a dose of 1100units/hr with a calculated rate of 11ml/hr. The physician ordered the heparin dose to be decreased by 100units/hr. At 1256, the pump was reprogrammed to deliver at a dose of 100units/hr with a calculated rate of 1 ml/hr instead of the intended dose of 1000units/hr with a calculated rate of 10ml/hr. On the following day at 0800, the reporter stated the programming error was noted, and the pump was reprogrammed to deliver the intended dose of 1000units/hr with a calculated rate of 10ml/hr. There was no reported adverse patient effect and no medical interventions were required. The patient was discharged 13 days later. Though requested, no further information was available.